Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced signal loss between 1-3 hours. The day of the event the patient experienced feeling sick, and an ambulance was called. The patient could not recall the event in much detail as it happened a while ago, but she could recall that she had no continuous glucose monitor (cgm) readings during this time due to the signal loss. Per follow up with technical support on (B)(6) 2025, the patient stated that the patient experienced diabetic ketoacidosis and was admitted into the intensive care unit (ICU) for a month. The patient declined to provide further details about the event. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.